Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was not hospitalized at this time. Treatment was not reported. The patient was recovering from peritonitis. On a later date, the patient experienced a reoccurrence of peritonitis manifested by abdominal pain and was admitted to the hospital at this time. The patient was treated with vancomycin intravenous (IV) (dosage and frequency were not reported) and gentamicin IV (dosage and frequency not reported). Retraining on proper aseptic technique was performed. The patient was recovering from peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. A review of all batch record documents was performed on potentially associated lot numbers h13b17021 and h13c21047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Three days after the patient was discharged from the hospital, the patient was hospitalized for hypertension. At the time of the report, the patient was still hospitalized and was recovering. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.